Manufacturer narrative:
Batch review performed on 24 september 2018; lot 168366: (B)(4) items manufactured and released on 08 march 2017. Expiration date: 2022-02-22; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere tibial tray fixed cemented size 5 r 02.07.1205r (k090988); lot 176592: (B)(4) items manufactured and released on 12 december 2017. Expiration date: 2022-11-28; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event gmk-sphere femoral component sphere cemented size 6+ r reference 02.12.0026r (k140826); lot 168776: (B)(4) items manufactured and released on 03 october 2017. Expiration date: 2022-09-24; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere patella resurfacing size 2 reference 02.07.0034rp (k090988); lot 174635: (B)(4) items manufactured and released on 27 september 2017. Expiration date: 2022-09-10; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
On (B)(6) 2018 the patient came in due to signs of infection. The surgeon removed all hardware and implanted a spacer. The pathogen is unknown. The surgery was completed successfully. Patient had a primary surgery on (B)(6) 2018 and a first revision on (B)(6) 2018.